Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged post implant procedure. It was observed via telemetry that the right atrial lead was pacing the ventricle and was now measuring r-waves instead of p-waves. A slight change in impedance value was also noted. Dislodgement was confirmed via chest x-ray. Programming changes were made and the issue was resolved. The patient was stable throughout and will continue to be monitored.